Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "oversleeve - extension tubing/hole fracture. " no adverse trend was identified. Visual inspection of the returned catheter confirmed that there was a hole/slice in the extension tubing. No manufacturing non-conformances or out of specification conditions were observed during the sample evaluation. Although the catheter was occluded with bio-matter when it was received, after soaking in a cleaning solution it was able to be flushed and an 0.018" guidewire wa able to be inserted through the lumen, without difficulty, confirming patency. Measurements were taken using pin gauges and calipers of the extension tubing ID and od. Both were found to meet specification. While a definitive root cause for the damage to the device could not be determined, the slice in the extension tubing was potentially caused by a scalpel or scissors, and occurred during use of the device. Angiodynamics' process controls for the bioflo PICC include 100% visual in section for damaged tubing, 100% guidewire insertion testing to verify lumen patency, followed by 100% leak testing. The directions for use supplied with the reported PICC contains the cautions, " do not use sharp instruments near the extension tubes or catheter shaft," and "do not use scissors to remove the dressing, as this may possibly cut or damage the catheter. " angiodynamics' manufacturing process controls for the bioflo PICC include a 100% in-process visual inspection that includes, but is not limited to visualizing for bent hub at tubing point, short shots, sink marks, flash, and splay, an end-of-lot visual inspection based on an aql for molding defects that includes but is not limited to visualizing for over melts, flash, blow-bys, short shots, pinch marks and verifying product was molded per the drawing. Additionally, various dimensional verifications and a tensile test of the extension tube to overmolded sleeve based on an aql are performed. A guidewire insertion test to verify lumen patency is required. In addition, all catheters are 100% sprint tested after the guidewire verification to ensure the catheter does not leak. An end of lot inspection based on an aql is performed that includes a visual inspection inclusive of, but not limited to, handling damage such as scratches cuts and kinks. A sprint air/burst test for leakage and a fluid burst test based on an aql are also performed. (B)(4).

Event description:
PICC was placed on (B)(6) 2017 in patient's left upper arm, and was removed on (B)(6) 2017. The PICC line was not replaced. It was removed because a crack was noted between the extension leg and the hub just below the white oversleeve mold. The crack was discovered by the mother while driving the patient to a doctor's appointment. She stated she noticed blood leaking from the PICC line. The PICC was being used for tpn and lipid infusion. Site care consisted of chg cleaning every 7 days with dressing changes, and then scrubbing the hub with alcohol between medication infusions and any time the line was accessed. The patient had a broviac tunneled catheter placed the following day post removal of the PICC line. The used device has been returned to angiodynamics for evaluation.